Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient is having the implanted system removed. The caller indicated that the system is being removed because it causes the patient pain. The patient claimed that they can hardly lay on their back as a result of the pain caused by the implanted components. The caller indicated that the pain started a couple of years ago. The patient indicated that they have not charged the device in about three years. The issue was not resolved through troubleshooting. Technical services specialist (tss) reviewed MRI information. Hcp called back. Tss reviewed MRI compatibility and that controller and ins need to be charged in order to access MRI mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that they went to have an MRI and entered MRI mode and showed the MRI technicians, but when they went to have the MRI they felt their stimulation on the entire time and was in excruciating pain. Pt noted the ins feels on fire and burning them and after the MRI they were nauseous and had a metal taste in their mouth and they had to turn the stimulation off. Pt confirmed they entered MRI mode prior to the MRI and when they unlocked the controller they believe they went to their normal home screen instead of being in MRI mode. Pt noted they went into their car and was still hurting and even hurts to walk. Pt added that the ins was implanted too low at the pant line and the lead was put in wrong. Agent reviewed role of rep and provided the pt with the nas number for their hcp office. Agent also emailed the pt physician listings and suggested pt go to the emergency room if needed and to give the nas number to the nurse there. Agent re-directed pt to their hcp and pt walked back into their hcp during the call for assistance.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt); they called to answer the questions on the letter they received. It was reported that the cause for having the system removed was the pain comes from where the implant was placed. Pt noted the device doesn't help them; it doesn't prevent any pain or help any pain. Pt reported the wire (lead) that goes across their back is also causing pain, and the pain keeps them up at night. Pt reported the steps to be taken to resolve the issue will be having the system removed, which has not happened yet. Pt said it's been difficult trying to navigate how to remedy this problem, and they've encountered financial issues trying to remedy the problem. Pt thinks they will work with either a neurologist or orthopedic surgeon, but they aren't entirely sure what the process will hold for them yet. Additional information was received from the patient. It was reported they called back stating they had not used the ins in 2 or 3 years because it caused them pain when they used it. The ins was below t heir waistline and when they go to sit down it was extremely painful making it hard to sleep. Pt said the ins was put in wrong so they did not use the ins. Now the pt was needing a MRI on the 12th because they need a MRI before they could move the ins or fix it.

Event description:
Additional information was received on february 13, 2024. A healthcare provider (hcp) reported that the patient was currently in the emergency room due to the pain. The pt's ins was causing them pain and "burning". The hcp did not have any further details. They inquired about physicians that can explant the device. Physician names were provided to the hcp verbally during the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.